Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had three years remaining longevity, however, it recently showed a year and a half. Moreover, atrial fibrillation (af) was noted from the patient. Boston scientific technical services (ts) then discussed how af would decrease the amount of time left on battery. Ts also discussed normal monitoring and the ninety day timer for elective replacement indicator (eri) to end of life (eol). As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had three years remaining longevity, however, it recently showed a year and a half. Moreover, atrial fibrillation (af) was noted from the patient. Boston scientific technical services (ts) then discussed how af would decrease the amount of time left on battery. Ts also discussed normal monitoring and the ninety day timer for elective replacement indicator (eri) to end of life (eol). As of this time, this pacemaker remains in service. No adverse patient effects were reported.